Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that the lead and conductor coils were twisted at 120 - 270 millimeters from the terminal pin. Resistance and pressure test were used to test electrical performance and insulation integrity. All measurements were within normal limits.

Manufacturer narrative:
At this time, this lead is undergoing analysis. Upon completion of analysis, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing impedance measurements with no capture. It was noted that this could be a case of possible twiddler's syndrome. The physician reprogrammed the device and the patient was in a sinus rhythm. It was also noted that the leads would be evaluated in the next few weeks. Additional information confirmed twiddler's syndrome. A revision procedure was performed and the ra lead was found to be fractured. The lead was explanted and successfully replaced. No adverse patient effects were reported.